Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please see manufacturer's report #9614453-2018-02548. For additional information regarding high impedance of the previous system. Concomitant medical products: product ID: 64002, lot# 0209012323, product type: adapter; product ID: 3389-28, lot# b0710587k, implanted: (B)(6) 2007, product type: lead, product ID: 3389-28, lot# b0727282k, implanted: (B)(6) 2007, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study. High impedances on left lead electrode 2 were observed during ins replacement for normal battery depletion, which left that electrode unusable. No actions were taken, and the event resulted in in-patient hospitalization. The etiology was described as related to device/therapy and not related to implant procedure. The outcome was ongoing at the time of this report. It was noted lead replacement was not programmed because of patient frailty. No patient symptoms were reported.